Manufacturer narrative:
A ge service representative performed an onsite investigation. The sbc board on the system battery was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system displayed an error and failed to boot up. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse discovered during service that the system did not start up properly. The fse determined the cause of the problem to be the coin cell battery. The fse replaced the coin cell battery to resolve the issue. The fse verified system functionality. Lithium (coin shaped) batteries on pcbs provide power for the cmos memory to retain setup configuration information on the specific computer boards, when the main power is removed. These batteries are not rechargeable batteries and need to be replaced when the energy that was stored is consumed to a point they are no longer usable. Based on age of the system, manufactured before 2006, this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used. This is not a malfunction.